Manufacturer narrative:
In response to medtronic¿s request for device return, no device was received for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a standard prass fluch tip probe failed to deliver stimulation intraoperatively. The surgery was successful completed with a backup device with no report of patient impact or injury as a result of this event.

Manufacturer narrative:
In response to medtronic¿s request for device return, the device was returned to the manufacturer for evaluation (detailed as follows): visually, there was no damage or anomalies in the construction of the device and the tip fit securely in the handle. The probe was plugged into a nim system using 1.0 ma stimulating current and 100 uv threshold; when stimulating the system returned 1.02 ma and a waveform / tone between 320 ¿ 330uv. There was no evidence of improper manufacturing and no malfunction found as it relates to the complaint.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.